Event description:
A pt (B)(6), was enrolled in (B)(6) study for stress urinary incontinence. On (B)(6) 2009, the pt was injected with 1 ml coaptite, lot 1013660. On (B)(6) 2009, the pt was injected with 1 ml coaptite, lot 1015082. On (B)(6) 2010, the pt was injected with 1 ml coaptite, lot 1015604. On (B)(6) 2009, the pt developed clot retention of urine diagnosed by pt report. The pt was treated with bladder irrigation and recovered on the same day. Per physician, the event was of moderate severity and probably not related to coaptite. On (B)(6) 2010, the pt developed urethral prolapse diagnosed by periurethral exam. The pt was not treated and recovered by (B)(6) 2010. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2010, the pt developed caruncle diagnosed by periurethral exam. The pt was not treated and recovered by (B)(6) 2010. Per physician, the event was of mild severity and probably not related to coaptite. On (B)(6) 2010, the pt developed hemorrhage diagnosed by pt report. The pt received two units of blood transfusion on (B)(6) 2010 and recovered by (B)(6) 2010. Per physician, the event was of moderate severity and probable not related to coaptite. On (B)(6) 2010, the pt developed urge incontinence diagnosed by pt report. The pt was not treated, no recovery info is known. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
The device history records for lots 1013660 (exp date 6/2012, mfg 6/2009), 1015082 (exp date 9/2012, mfg 9/2009) and 1015604 (exp date 10/2012, mfg 10/2009) were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.